Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was noise on the image in the up and down direction due to damage on the charge-coupled device. Upon further inspection, it was observed that the color tone of the image was abnormal due to the damage on the charge-coupled device. Also, due to this damage, insulation resistance value did not meet the standard value. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the video connector case had a crack due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, control unit, grip, switch 1, up and down plate, light guide connector, video connector and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had noise generating when the down and right angle is activated. Upon device return and evaluation, it was observed that the color tone of the image was abnormal which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in january 2022. Although it was determined that the defect was likely caused by failure of the image sensor unit, defect of the circuit board in the video connector, or defect of the system side, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.